Event description:
It was reported that the patient reported to the emergency department experiencing dizziness. A device interrogation revealed a bipolar pacing right atrial (ra) lead impedance alert was triggered approximately ten days prior. Many atrial tachycardia/atrial fibrillation episodes had been recorded. An ra lead fracture was suspected. The lead was programmed off. The patient continued to experience syncopal episodes since reprogramming. A device interrogation approximately two days later indicated the ra lead had also exhibited high thresholds, high impedance and inconsistent capture at high thresholds. The many recorded episodes were expected to be due to oversensing and noise. The lead was eventually explanted and replaced approximately two weeks later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis of the lead indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.